Event description:
It was reported to boston scientific corporation that a wallflex¿ biliary rx rmv stent was implanted in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) on an unknown date. According to the complainant, during a scheduled stent removal procedure, the physician noted that the wallflex¿ biliary rx rmv stent had migrated slightly up the common bile duct but was still visible. The physician used rat tooth forceps to attempt to remove the stent; however, only one loop could be pulled. As the physician pulled the wallflex biliary stent, it buckled inside of the patient¿s duct and could not be removed. Reportedly, the physician sent the patient for a follow up visit at a different hospital. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Note: reporting was required because the device is only sold ous but is similar to the m00570530 that is sold in the us.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.